Event description:
It was reported that the patient underwent a knee revision approximately two months post-implantation due to infection. The tibial insert was removed and replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 medical devices: g2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3007963827-2023-00355.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3007963827- 2023-00355.